Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in shock impedance measurements. This device was tested in clinic in all positions. The cause was determined to be associated with the patient condition. This device remains in service. No adverse patient effects were reported.